Event description:
It was reported that during the service evaluation conducted at the manufacturer facility the lens cover was found to be missing. No patient involvement or procedural delays are associated with the event as it was identified during service.

Manufacturer narrative:
Additional information: the reported event was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during the service evaluation conducted at the manufacturer facility the lens cover was found to be missing. No patient involvement or procedural delays are associated with the event as it was identified during service.

Event description:
It was reported that during the service evaluation conducted at the manufacturer facility the lens cover was found to be missing. No patient involvement or procedural delays are associated with the event as it was identified during service.